Event description:
It was reported that on 01 may 2024, a 35mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. During procedure, patient experienced 3rd degree heart block and the valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc). On (B)(6) 2024, patient received a permanent pacemaker. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during procedure, patient experienced third degree heart block and the valve was implanted at a depth of 4mm at non-coronary cusp (ncc) (deeper than the recommended 3mm) and 7mm at left coronary cusp (lcc). Then, the patient received a permanent pacemaker. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. During procedure, patient experienced 3rd degree heart block and the valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc). On (B)(6) 2024, patient received a permanent pacemaker. The patient was reported stable.